Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of non-physiological noise which resulted in an inappropriate shock being delivered. It was noted that therapy was turned off after this episode. Technical services (ts) analyzed device episode data and requested x-rays and isometrics testing be done for further review. The noise was reproduced with isometrics in the primary vector. There was a little bit of noise but no oversensing in the secondary vector. X-rays were taken but were inconclusive. It was noted that this patient has a large body mass index (bmi). It was noted that further data will be provided at a later time for review. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to the aforementioned clinical observations. A new implantable cardioverter defibrillator (ICD) system was successfully placed at this time. No additional adverse patient effects were reported. According to additional information, this s-ICD system was not explanted. It was deactivated and abandoned in favor of a new transvenous ICD.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of non-physiological noise which resulted in an inappropriate shock being delivered. It was noted that therapy was turned off after this episode. Technical services (ts) analyzed device episode data and requested x-rays and isometrics testing be done for further review. The noise was reproduced with isometrics in the primary vector. There was a little bit of noise but no oversensing in the secondary vector. X-rays were taken but were inconclusive. It was noted that this patient has a large body mass index (bmi). It was noted that further data will be provided at a later time for review. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of non-physiological noise which resulted in an inappropriate shock being delivered. It was noted that therapy was turned off after this episode. Technical services (ts) analyzed device episode data and requested x-rays and isometrics testing be done for further review. The noise was reproduced with isometrics in the primary vector. There was a little bit of noise but no oversensing in the secondary vector. X-rays were taken but were inconclusive. It was noted that this patient has a large body mass index (bmi). It was noted that further data will be provided at a later time for review. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to the aforementioned clinical observations. A new implantable cardioverter defibrillator (ICD) system was successfully placed at this time. No additional adverse patient effects were reported.